Manufacturer narrative:
(B)(4): the meter passed testing and functioned properly; no faults were found. The test strips also passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately high compared to an emergency medical services (ems) meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue occurred on (B)(6) 2013, between 8:30-9am. The patient reported obtaining a reading of "80mg/dl" compared to "38 mg/dl" on an ems meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl obtained within 30 minutes of one another. The patient denied using any diabetes medications to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient denied developing any symptoms on the day of the alleged issue. The patient reported on (B)(6) 2013, between 8:30 and 9am she was treated with something to eat or drink as treatment in response to the low reading. The patient reported within 15 minutes of the low reading, a reading of "126mg/dl" was obtained. It is unclear if there was an intervention between the readings. During the time of troubleshooting the cca determined the meter was in the correct unit of measurement at the time of testing and he was using an approved sample site to obtain the samples. The patient's test strips were in good condition, however, a control solution test was not run since the patient did not have control solution at the time of testing. The patient's test strips and test strips vials were in good condition. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient reported due to the alleged issue, an extremely low blood glucose reading was obtained and she required treatment from a health care professional.